Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardiac monitor (icm) detected a false pause episode due to undersensing. It was further reported the icm experienced oversensing and undersensing on tachycardia episodes. The icm remains in use. No patient complications have been reported as a result of this event.